Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2019-12402.related manufacturer reference number: 1627487-2019-12403.related manufacturer reference number: 1627487-2019-12405.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12402, related manufacturer reference number: 1627487-2019-12403, related manufacturer reference number: 1627487-2019-12405. It was reported during a lead replacement procedure on (B)(6) 2019 (manufacturer reference number: 1627487-2019-12140, 1627487-2019-12141, 1627487-2019-12142, and 1627487-2019-12143), the physician could not implant new leads. One lead was stuck in the sheath, one lead had high impedance, and the other two leads could not be implanted due patient anatomy. The patient was in pain and physician elected to abandon the procedure.